Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR 1225714-2014-02848 and 1225714-2014-02849.

Manufacturer narrative:
(B)(4) alkalosis. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. Related MFR#1 225714-2014-02848 and MFR#1 225714-2014-02849.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unknown date after use of the product.